Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic stent delivery system (sds). There was blood in the wire lumen and on the handle. There was no damage or irregularities of rack length. The distal end of the stent was partially expanded a length of 4.5mm. The safety-lock was securely attached to the rack, as-received; however, it could not be determined if it was removed and replaced prior to return. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that deployment issue occurred. The target lesion was located in the iliac artery. A 7x40x75 epic vascular stent was selected and advanced to the lesion. The stent was placed on an unspecified guide wire. When the physician pulled the device back to reposition, it was noted that the stent was exposed and started to deploy while the safety lock was not yet removed. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that deployment issue occurred. The target lesion was located in the iliac artery. A 7x40x75 epic¿ vascular stent was selected and advanced to the lesion. The stent was placed on an unspecified guide wire. When the physician pulled the device back to reposition, it was noted that the stent was exposed and started to deploy while the safety lock was not yet removed. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.